Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. Evaluation of the photos confirmed the presence of improper assembly causing the stopper to not be placed in the hemogard closure correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube had a loose and deformed stopper where the stopper was on its side in the tube. They also reported the additive concentrated at the bottom of the tube. There was no health impact or consequences reported.